Event description:
The micro reciprocating saw was returned to stryker for preventive maintenance and it overheated and ran while it was in safe mode during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Damaged contact pins were identified as the probable cause of the device running while in safe mode.